Event description:
It was reported that a lead alert was triggered due to oversensing. The pacing impedance was also noted to be stable except for an occasional jump. During pocket manipulation, oversensing is noted on the lead. The device was initially reprogrammed, and then detections were programmed off pending surgery. A surgery is planned to assess setscrew and evaluation impedance/coil integrity. No patient complications have been reported as a result of this event.

Event description:
The device and lead were explanted after the patient died of respiratory failure approximately three years later.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was a participant in the product surveillance registry clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as three ventricular non sustained tachycardia episode at <=217 ms occurred between (B)(6) 2012 20:35:57 and (B)(6) 2012 02:23:36. Five lead failure predictor high rate non sustained episodes at <= 207 ms average v-cycle occurred between (B)(6) 2012 06:16:10 and (B)(6) 2012 23:17:09. A lead integrity alert was triggered as two patient alerts for lead failure predictor occurred on (B)(6) 2012 03:00:06 and (B)(6) 2012 09:00:05. Varying resistance/impedance was noted as the weekly pace lead impedance trend data show various spike increases for maximum ventricular pace bi impedance from 418 to 760 ohms range between (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.